Event description:
It was reported that before implant the device was found in backup vvi mode in the box. Another device was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned intact in its original package. The reported field event of backup vvi was confirmed in the laboratory. The backup vvi was reproduced during temperature testing. The device was found to be sensitive to cold temperatures due to memory malfunction.